Event description:
Pt's sister called to inform us that one of the pt's ms3 pump has been alarming giving "blockage detected" error. They have tried all the troubleshoot methods but it continues to give the same error code. Last night, pt was then quickly switched to a working pump and that seemed to work line with no problem. Will ship out a replacement ms3 today for delivery tomorrow. Informed her that we will be shipping out a return box to send the malfunctioning pump back. No interruption in thereby was reported and pt did not report any s. E. No further info provided. Did the reported product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 61 ng/kg/min, frequency: q 72 hours, route: sq. Dates of use: from (B)(6) 2014 - ongoing. Diagnosis or reason for use: pah.